Event description:
It was reported that pump had ''cassette attachment'' and ''downstream occlusion'' error. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3 - mfg establishment name and h6. Codes: updated. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
D9: 15-oct-2025. H3: one device was returned in used condition. Visual inspection found the device was in used condition. The reported issue was confirmed in the event history log. Service history found that there was no record for the last 12 months. The cause of the alarm/errors was found to be the downstream occlusion (dso) sensor out of calibration. The dso sensor was calibrated to address this issue. The device then passed all testing.